Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0002242816-2018-00035.

Event description:
It was reported by the patient she used the lt4500 and 63b electrodes for twenty-four hours each day, after a week her skin began getting irritated. She took breaks in between treatments and when she began using the 63b electrodes she immediately noticed a rash. She changed the placement but her skin was still irritated. Her physician prescribed hydrocortisone cream and she is going to try using the 72r electrodes. No additional patient consequences were reported.